Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Aquacel ag+ extra was manufactured under system application products (sap) code 1708334 and manufacturing lot number 9c04500. Lot number 9c04500 was sterilized under lot 1226005011 and released on review of results of sterilization. All the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen four (4). Visual inspection in accordance with testing methods were completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 9c04500. This is the only complaint for the affected lot registered within complaint handling system. A photograph has been received for this complaint and has been evaluated in accordance with work instructions. The photograph confirms the product, lot number and the complaint issue. A non-conformance was opened and is now completed. The root cause has been found to be an issue with the foil not passing through the sealing rollers caused by the deflection of the web due to a malfunction on the lower foil unwinding unit of the auto splice machine. The issue has been fixed. Operators have been made aware of the complaint. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092; manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "a packaging dressing unit without sealing on one side and disproportionate." The product was not used. A photograph depicting the reported complaint issue was provided by the complainant.